Event description:
Provider states the bearing is disintegrating in the front right caster and provider states the end user moves the chair with her feet instead of using the rear wheels.

Manufacturer narrative:
The bearing is disintegrating in the front caster after 3 years. After normal wear of bearings, there will be small gap between bearing and socket, meantime. The end user move the chair with feet, causing too much tension on the bearing, leading to the bearing disintegrating. Inform rm supplier. Control the quality of beatings responsible person: (B)(4) date: (B)(4) 2015. We suggest the end user use the wheelchair according to the (B)(4), avoid unnecesary damage and injury.